Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited a high and steady increase in capture threshold since it was implanted in 2015. On (B)(6) 2020, the lead was capped and replaced successfully during the pulse generator change procedure. The patient was discharge from the hospital following the procedure.